Manufacturer narrative:
This supplemental report is to correct/retract the previous report submitted for false positive, further case review deemed that this event represents duplicate report that was already reported under MDR 1221359-2022-10220-00. B1- updated to product problem; an inadvertently selected adverse event in initial report. B3- updated date of event, date of event provided section in b3 is an approximation, was not provided by consumer. H3 other text : device discarded, single use device.

Event description:
The consumer reported false positive result via social media with the binaxnow covid-19 antigen self-test performed on an unknown date in (B)(6) 2022. Confirmation testing was performed using another brand (unknown platform), generating negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported false positive result via social media with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing was performed using another brand (unknown platform), generating negative results. No additional patient information, including treatment and outcome, was provided.